Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, there was no air filling in the trocar. To correct this condition, a new device was used. There was no patient injury. Last known patient status is normal.

Manufacturer narrative:
(B)(4).